Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the silhouette needle when inserted was unable to be removed from dressing when inserting a new site. It had to change every 14 days because the needle will start to come out of the skin and the medication will start leaking. \a different silhouette needle was used and was bent, causing the msp pump to alarm and a new site had to be placed. The medication was already leaking out of site. There was patient involvement and unknown patient harm reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
H2: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable or non-reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (3012307300-2024-08756) is no longer considered reportable, please disregard any reports associated with it.